Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii (B)(4) (occlusion of right iliac) event(s) description1: per fce worksheet: upon removal of introducer angiography showed an occluded right iliac. The artery was ballooned to restore flow. Per crf: (B)(4)- occlusion of right femoral artery the event was related to the study procedure and unrelated to lotus valve, was treated with balloon to right femoral artery. The event was recovered on (B)(6) 2015. Event outcome resolved.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: (B)(4) is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 278384 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 278384 to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot# 278384 were shipped to (B)(6) on 19-may -2015. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'operational context'. Operational context is defined as where "the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited." There is no indication of a potential design or processing failure in relation to this complaint and the event description details "the event was recovered on 16-sep-2015. Event outcome resolved." Based on the above conclusion there is no requirement to escalate this complaint any further. Not returned to manufacturer

Event description:
Initial complaint description received: 'reprise iii 0322r3039 (occlusion of right iliac). Event(s) description 1: per fce worksheet: upon removal of introducer angiography showed an occluded right iliac. The artery was ballooned to restore flow. Per crf: ae001 - occlusion of right femoral artery. The event was related to the study procedure and unrelated to lotus valve, was treated with balloon to right femoral artery. The event was recovered on (B)(6) 2015. Event outcome resolved'.